Event description:
During an in clinic follow up, the device was observed to be in back up mode. Technical support was contacted and high battery impedance was also observed. Technical support recommended device replacement as the device was nearing end of life. During the device replacement procedure, a fracture was observed on the right atrial (ra) lead. The device was replaced with a vr pacemaker and the ra lead was capped. The patient was stable.